Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for the procedure although calcification was observed at proximal neck and both sides of common iliac arteries. Moreover, the pt received ascending replacement, aortic valve replacement and polymerase chain reaction before procedure. Final angiography revealed a proximal type I endoleak. Ballooning with a coda balloon was performed, but it was not valid. Then a body extension was placed. It was thought the proximal type I endoleak was resolved, however, another endoleak was also observed for some reason. The physician thought it was a type IV endoleak and he decided to take f/u observation. The pt's condition after the procedure was not provided by the reporter.

Manufacturer narrative:
(B)(4) - pt outcome has not been provided. (B)(4) - endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. The complaint correspondence indicated that the pt was suitable for evar. However, calcification was reported at the proximal fixation site. The IFU warns that calcification at the fixation sites may affect successful exclusion of the aneurysm. The physician acknowledges that the calcification likely contributed to the type 1a. The endoleak was resolved after placement of a zenith main body extension. The physician speculated that at type 4 was present at the final angiography. The act was not reported. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type 4 endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.